Event description:
A product site for one touch ultra blue test strips: http://www.onetouch.com/professional/products/onetouch-ultra-blue-test-strips) incorrectly states about the strips "works with all one touch meters." However, these strips will not work correctly with a one touch verio meter. When I brought this to the attention of lifescan, there response was that other information on the page correctly listed the other meters that were compatible, so they were not concerned with the incorrect statement. I was given the impression that this would not be changed and was hoping that (B)(6) could review the site and again bring this to lifescan's attention. Thank you. Medication administered to or used by the patient: no. Patient counseling provided: unknown. Relevant materials provided: none. Actual error: no. (B)(6).